Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2015-02110. Patient information was not provided. It was reported that the patient expired on (B)(6) 2015; however, it was reported that the event occured on (B)(6) 2015. No further clarification was provided. The device was manufactured prior to UDI labeling implementation. Device evaluation: the returned primary console functioned as intended during analysis and passed the functional checkout. The evaluation of the returned motor revealed damage to the motor cable at the bend relief that would have resulted in the reported motor disconnected alarm. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was implanted with an extracorporeal circulatory support device. It was reported that the pump stopped working, the perfusionist was called, and the perfusionist switched the pump to the backup motor and console. The message on the console reportedly stated "motor disconnected" while it was connected. No further information was provided. Additional information: it was reported that the patient was started on biventricular extracorporeal circulatory support on (B)(6) 2015. The patient had a preoperative diagnosis of cardiogenic shock with an intermacs score of 1 and myocardial infarction. The patient had been supported by a temporary percutaneous ventricular assist device which was removed during the placement of the biventricular circulatory support devices. The patient's postoperative diagnosis remained unchanged following placement on the biventricular circulatory support devices. It was reported that the patient was not symptomatic or injured due to the pump stoppage. The patient expired on (B)(6) 2015 due to multiorgan failure. Abbott made the decision on july 13, 2018 to initiate a voluntary recall; therefore, this event is being upgraded to reportable.